Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, blood was leaking through three heartstring seals after being deployed into the aorta. A replacement device was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation, it will be difficult to confirm the reported procedure.